Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that asymptomatic patient presented remotely a transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Patient presented to the clinic for programming changes that were recommended. Defibrillation threshold test was also recommended but patient chose to not have any further testing done.

Event description:
New information received indicated that the device exhibited additional episodes of non-sustained rv oversensing. The patient was reportedly undergoing dialysis around the time of the episodes, and it was noted that electrolyte imbalances were expected. No patient symptoms were reported, and no inappropriate therapy was delivered. Further review of the episodes showed post-paced t wave oversensing. Programming changes were discussed.

Event description:
New information received indicated that another instance of non-sustained rv oversensing episode due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended but not made, as patient has not presented to the clinic. Patient is non-compliant.